Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s rightward lead moved down one vertebral body. The factors that might have led or contributed to the issue were unknown. On the day of the report, and x-ray confirmed the migration. The rep reprogrammed the system and the issue resolved. Surgical intervention did not occur and was not planned. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.